Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 4:311:2401:001 was confirmed during product evaluation. The root cause was assigned to the manual tube release being too tight. The manual tube release on channel a was re-installed to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5. A service history review revealed no previous service events were related to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 4:311:2401:001 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.